Event description:
The report received from the field indicated that the physician had deployed a 6 fr. Exoseal vascular closure device (vcd) to achieve hemostasis. The plug was deployed in the usual manner and the patient was sent to the recovery room. Everything seemed to go well and the patient was discharged to home. The patient was asymptomatic at discharge and distal pulses were noted to be present. Eight hours later the patient returned to the hospital with a cold leg, pale in color, and without pulses. The patient was immediately sent to the operating room (or) for treatment and the exoseal plug was found to be within the vessel. In discussing with the physician, he shared that the patient had severe peripheral arterial disease and the vessels were heavily calcified. When discussing the deployment of the actual exoseal device, he stated that he deployed it per usual upon the windows changing from white to black. He stated he didn¿t think the plug could deploy within the vessel. We then discussed the pulsatile flow indicator and the physician thought that there was still blood flow upon the time of deployment but couldn¿t be sure. There is no device to return for examination. The approach for the procedure was retrograde. The procedure was diagnostic. The physician was certified for use of the device and had performed over ten (10) cases. A non-cordis sheath was used for the procedure. The vcd showed no visible signs of damage. The exoseal vcd was prepped properly according to the instructions for use (IFU). No additional information is available. Films were reported to be available.

Manufacturer narrative:
After deployment of a 6f exoseal device for vascular closure it was reported that the patient returned to the hospital 8 hours post discharge with a leg that was cold, pale in color and without pulses. The patient was immediately sent to the operating room and the exoseal plug was found within the vessel. The initial procedure was diagnostic. The target lesion was unknown. Femoral artery suitability was verified on angiography. A retrograde approach was used and a 6f unknown cordis sheath was inserted. The vcd showed no visible signs of damage and was prepped according to the instructions for use (IFU). The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. The patient had severe peripheral arterial disease and the vessels were heavily calcified. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. Adequate bleed-back signal was observed. The indicator window changed from ¿white to black¿. The physician thought there was still blood flow upon the time of deployment but couldn¿t be sure. The practitioner didn¿t have anything touching or resting on the deployment lever during positioning. The plug deployment button was fully depressed. The device and sheath were removed as a single unit and hemostasis was achieved. The patient was recovered and discharged with distal pulses noted to be present. The physician was certified for use of the device and had performed over 10 cases. The physician stated ¿he didn¿t think the plug could deploy within the vessel¿. A cd was received with 7 angiograpic images of the left and right coronary arteries. There were no images of the femoral artery pre or post exoseal deployment. From the images received, it is not possible to observe any vessel characteristics in the femoral access site, nor there were images showing distal peripheral blood flow after exoseal deployment. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Peripheral artery occlusion is listed as a serious potential risk associated with femoral artery closure procedures. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. In this case, the reporter indicated that the window changed to black upon retraction of the devices, however the physician stated that he thought there was still blood flow upon the time of deployment but couldn¿t be sure. Based on the information available for review, there are possible patient factors (pre-existing severe peripheral artery disease with heavily calcified vessels) and procedural factors (blood flow at time of deployment) that may have contributed to the intra-arterial deployment of the exoseal plug resulting in peripheral occlusion treated surgically. The images received do not show the puncture site, hence no determination of contributing factors can be made. Without the product for analysis nor the lot number to conduct a DHR review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.